Event description:
It was reported that the patient had multiple sclerosis (ms) and were unstable on their feet. The patient had fallen several times and now the implantable neurostimulator (ins) was flipped. The ins was implanted in the buttocks area and had flipped, which was confirmed by x-ray. The manufacturer¿s representative (rep) wanted to know if the ins could be moved up to the torso to prevent the ins from flipping. The patient had been having a charging issue since (B)(6) of 2014. He used to get 7-8 coupling bars and now he had been getting 0-2 coupling bars. It was reviewed that moving the ins to the torso area would not prevent it from flipping and in the torso area it may hit the ribs. The patient was scheduled for a revision on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Event description:
Additional information received reported that the revision was rescheduled to (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the battery was flipped and replaced. The patient was reprogrammed and was receiving good relief.